Event description:
Constant "check belt" messages. Lifecor customer support had him ensure that the garment fit snugly, and all electrodes and te pads were placed properly. The patient reported everything appears fine. Support then asked him to download the information. The download revealed many "belt check" messages. The patient's electrode belt was replaced.